Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs4cyl1 hardware: sm-s921u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing an episode of low blood glucose with loss of consciousness after approximately three days of pod wear on that arm, which prompted him to seek evaluation in the emergency room (ER). The patient stated that the low glucose event may have been related to how he was using the pod and did not attribute the episode to a device malfunction. However, no further information was provided to clarify what specific factors may have contributed to the event. The patient further reported that the pod was removed during the ER visit, and therefore product identifiers are unavailable and the pod is not expected to be returned. No additional information regarding the diagnosis or treatment provided in the ER was available despite multiple good-faith attempts to obtain further details.